Event description:
Related manufacturer reference number: 2017865-2023-23200. It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2023. Once the new lv was placed, while splitting the sheath, the lead was pulled away. The lead was explanted, and a new lead was implanted. The patient was discharged.